Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Device was in good physical condition. Functional testing was performed. The ehl (event history log) shows many "high alarm displayed: downstream occlusion" messages. Primary problem with defective dso sensor. The customer's problem was duplicated. The root cause was the defective dso sensor, which was replaced to correct the issue. The pwa (printed wireless assembly) was also replaced for preventative maintenance. The service history review identified that the reported failure is related to a previous repair.

Event description:
It was reported that the pump had an occlusion during purging prior to patient insertion. There was unknown patient involvement and unknown patient harm/adverse event reported.